Manufacturer narrative:
Pump was received with power error detected alarm during testing due to j6 connector resistance issue. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and was able to clear power error detected alarm. Customer state that insulin pump was damaged at the back side of casing. The insulin pump will be returned for analysis.